Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fluid in the lungs and pleural effusion coincident with automated peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. On the same day, the patient received diagnosis of pleural effusion and fluid in the lungs. The patient¿s lungs were drained as treatment for the event. It was reported that the fluid drained from the patient's lungs was pd fluid. It was unknown if any overfill events occurred prior to this event. On an unknown date, during the hospitalization, pd therapy was discontinued due to the event and hemodialysis was initiated. Twenty days after being admitted to the hospital, the patient was discharged . At the time of this report, the pleural effusion was ongoing, however, the patient was reported to be recovering. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.